Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that right ventricular (rv) lead was an attempted implant due to lead was elongated and could not be implanted. In addition, the threshold did not decrease, and the tip could not be removed due to torque on the puncture site when reinsertion was attempted. Also, the tip of the lead was significantly extended. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that right ventricular (rv) lead was an attempted implant due to lead was elongated and could not be implanted. In addition, the threshold did not decrease, and the tip could not be removed due to torque on the puncture site when reinsertion was attempted. Also, the tip of the lead was significantly extended. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm high-capture-threshold based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. The tip of the lead was significantly extended allegation was confirmed as visual inspection found a stretched-out helix - induced and handling damage. The observed damage is not deemed to indicate a product defect or malfunction.